Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.5 cm saccular abdominal aortic aneurysm. The infra-renal angle was 25 degrees. Proximal aorta was 20-22 mm in diameter and 15mm in length. Distal aorta was 22 mm in diameter. Right iliac artery was 12-13-12 mm in diameter and the left iliac artery was 12mm in diameter. The right femoral and left arteries were 10 mm in diameter. The right iliac artery was moderately tortuous with 5%stenosis and the left iliac artery was mildly tortuous with 5% stenosis. The circumferential aorta had 5% mural thrombus/calcification. It was reported that during the two year follow up a CT revealed the presence of a type ib endoleak (right side). No additional information has been provided and the patient will continue to be monitored. No clinical sequelae have been reported.

Manufacturer narrative:
(B)(4). Results: endoleak. Cause is unknown. Conclusion: cause is unknown.